Event description:
It was reported an asymptomatic patient presented in-clinic for follow up when device in backup reset mode was observed upon interrogation. The device was close to eri (elective replacement indicator) from last follow up 8 months ago. The device was explanted and replaced due to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed and was due to a depleted battery. Because of the extremely low battery voltage, the depletion was determined to be premature. With an external power supply attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to cause the inability to communicate.